Event description:
It was reported that the patient experienced a loss of therapeutic effect and an increase in baseline pain; the patient still had 'a lot of back problems.' The problems may have started when the patient fell off a slide in kindergarten. Symptoms of numbness in the patient's hands, feet, and fingers began gradually but then became more noticeable in (B)(6) 2011. The patient was also weak and had been out of work for the 3 months previous. It was noted that the patient had not been using her implantable neurostimulator (ins) stimulation since (B)(6) 2011 and had it turned off; the patient did not feel any stimulation sensation. All tests to determine the cause of the patient's numbness had come back negative. The patient's ins was implanted in her right side; noticeably, the patient heard a 'cracking' in her right hip. It was noted that the patient had a gastric bypass in 2003. The patient had a lot of discomfort and pain on the right side when she got up to walk around. The ins had been working for her back problems, but once she lost a lot of weight she started to have more problems. No known accident or incident was related to the event. The patient wanted her ins removed so that she could have MRI's taken and because she was not using the device/therapy. Additional information received reported that the patient's ins did not help her pain. The patient was seen at the physician's office on (B)(6) 2012 and wanted the ins removed. The patient was worried about having multiple sclerosis (ms), which was going to be evaluated by a neurologist, as he was concerned about paresthesia in the upper extremities and the potential for the disease. An explant procedure was scheduled for (B)(6) 2012. It was noted that the patient's ins had helped her but she had a gastric bypass procedure, lost a lot of weight, and had not used the device for over a year. If additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 39565-30, serial#: (B)(4), implanted: 2009 (B)(6), product type: lead, product ID: 37752, serial#: (B)(4), implanted: 2009 (B)(6), product type: recharger, product ID: 37743, serial#: (B)(4), implanted: 2009 (B)(6), product type: programmer, patient product ID: 3708140, serial#: (B)(4), implanted: 2009 (B)(6), product type: extension, product ID: 3708140, serial#: (B)(4), implanted: 2009 (B)(6), product type: extension. (B)(4).